Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no button error alarm. The pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube, cracked battery tube threads and missing end cap sticker. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated he was taking a shower and he left the pump on the sink. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.